Manufacturer narrative:
Continuation of d10: product ID: 37761, lot# serial# (B)(6), product type: recharger, section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Patient reported that they were unable to charge their implant or turn on their recharger. Pt said that they noticed this on monday of this week. Pt said they remember seeing a doctor's message appear on monday when they were trying to connect to their implant. Pt was unsure to what other things were displayed on the doctor's message. Patient plugged in the recharger to power on. Pt said that the recharger did not power on and that the desktop charger (dtc) black box was not lit up. Pt saw no visible damage to the dtc and said the outlet was working that they were using because the outlet was the one they use to plug in their oxygen too. Pt reset their patient programmer (pp) and synced with their pp. Pt saw the "poor communication" message. The issue was not resolved. Pt said once they get the dtc/ac power supply replacement, they will charge up their recharger and start a charging session with their implant. Pt said that they will call patient services back to let them know if they are able to get connected or if any messages appear.